Manufacturer narrative:
Citation: durand et al. Analysis of length of stay after transfemoral transcatheter aortic valve replacement: results from the (B)(6) registry. Clin res cardiol. 2021 jan;110(1):40-49. Doi: 10.1007/s00392-020-01647-4. Epub 2020 apr 25. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding length of stay after transfemoral transcatheter aortic valve implant (tavi). All data were collected from the (B)(6) registry between january 2013 and december 2015. Of 12,804 patients who underwent tavi during this time frame 4,470 were implanted with a medtronic corevalve (unique device identifier numbers not provided). After eliminations based on access site, certain valve manufacturers, and modality of discharge, the final study population was reduced to 5,857 patients (predominantly female, mean age 82.7 years). Among all patients in the study population six deaths occurred in the ¿very early¿ and ¿early¿ discharge groups, and in 14 deaths in the ¿late¿ discharge group at 30 days. No further details were provided on these deaths. Multiple manufacturer¿s devices were implanted in the study population. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: annulus rupture, coronary obstruction, myocardial infarction, arrhythmia requiring permanent pacemaker implant, tamponade, stroke, vascular complications, infection, valve migration, valve-in-valve implant, acute kidney injury, and conversion to open surgery. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.